Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device.

Event description:
On (B)(6) 2025 the user reported hyperglycemia with a bg of 229 mg/dl after physical activity. The user monitored their infusion site, tubing, and device, found no abnormalities, and allowed the ilet to continue insulin delivery until bg returned to 113 mg/dl later that day. No ems or hospitalization was required.